Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the device was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient heard an alert tone for high impedance and that the superior vena cava high voltage coil of the lead was apparently fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.